Event description:
Or technician received electrical shock when placing instruments into water in cleaner. Tech observed in ER for two hours. Complained of pain going up right arm into head. No burns noted. Continues to complain of headache and right elbow pain.